Event description:
It was reported that a patient underwent a low anterior resection procedure on an unknown date in 2021 and suture was used. During the procedure, the suture and needle detached. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Colorectal surgery (crs): lar. What is the procedure date & event day? Unknown, medical supply storage room of hospital did not provide information. Did the surgery was completed successfully? If yes. Yes. What was used to complete the procedure? Mcp316h. What is the lot number? Unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.